Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. A lot history search could not be done due to lack of info provided. Because a sample was not returned and no lot number was provided, the root cause for the "dull blades" experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, it is unlikely that damage occurred during the manufacturing process. (B)(4).

Event description:
A customer reported multiple dull knives during multiple procedures. There was no pt harm reported with any of the procedure.